Event description:
It was reported that during a colon procedure, the clamp arm was broken. It did not fall into the patient. Another like device was used to complete the procedure. There was no patient consequence.